Event description:
It was reported that the ward staff received complaint from patient that the PICC was leaking. It was stated staff found a leak after changing bung and dressing. Did multiple times over weekend. It was flushed with saline and saw leaking around insertion site. They noticed the kink but no fluid came from the kink.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sample contained usage residue throughout and a kink was observed within the extension leg. Gross visual evaluation of the device found no damage or potential leakage source. Functional testing using water and a 12ml syringe confirmed that the catheter was patent to infusion but no leakage occurred. Further flow testing included pressurizing the catheter with the same syringe while manipulating the interfacing components of the catheter and this testing also resulted in no leakage. As the catheter did not leak during testing, and no potential leakage source was identified during the evaluation, the complaint was unconfirmed. The complainant had indicated that leakage occurred at the insertion site and a provided photograph which showed what appeared to be clear liquid coming from the insertion site. A perceived leak could be explained by the formation of a fibrin sheath at the catheter tip and subsequent redirection of injection fluids back through the insertion site. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recx1149 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx1149 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the ward staff received complaint from patient that the PICC was leaking. It was stated staff found a leak after changing bung and dressing. Did multiple times over weekend. It was flushed with saline and saw leaking around insertion site. They noticed the kink but no fluid came from the kink.